Manufacturer narrative:
The complaint was confirmed as the product was returned, visual inspection of the device found that the larger of the two spikes had completely fractured from the spike arm at the base of the spike. The fragment of the spike was not returned for evaluation. Additionally, the spike arm exhibits nicks and gouges which are indicative or use. DHR was reviewed and no discrepancies relevant to the reported event were found. Based on the information available, the root cause can be determined as wearing and fracture due to general wear from extended use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reference: (B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Product is expected.

Event description:
It was reported that patient underwent an initial knee procedure and during impaction the large spike fractured off. No complications and delays were reported. No adverse events have been reported as a result of the malfunction.